Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection: the stem is almost completely encased in a large amount of solidified bone cement. The taper sleeve is still partially assembled to the neck of the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Legal counsel reported the initial procedure was completed by cementing in the stem, which was subsequently revised. The surgical technique for this device states, "for uncemented use only." There are warnings in the package insert that these types of events can occur. Under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Also, "the surgeon is to be thoroughly familiar with the surgical technique, implants and instruments, prior to performing surgery." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03895 / 03896).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately 17 months post-implantation due to alleged pain, limping, and loosening of the stem. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Additional information received in medical records indicated loosening of the femoral component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: cer option type 1 tpr sleve +3 catalog# 650-1067 lot# 473390. Cer bioloxd option hd 40 mm catalog# 650-1058 lot# 547710. E-poly 40 mm maxrom lnr sz25 catalog# ep-107825 lot# 352180. R/b rloc lhole shl 60 mm sz 25 catalog# 11-106060 lot# 933460. Cobalt g-hv bone cement 40g catalog#402283 lot#810070. Reported event was confirmed by review of op notes. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.